Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens and the patient has developed a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the icl was implanted in the paitent's left eye (os) on (B)(6) 2007. The patient had prk surgery on (B)(6) 2007. A cortical cataract was noted in the patient's eye on (B)(6) 2009. The lens was explanted on (B)(6) 2010, the cataract was removed and an iol was implanted.

Manufacturer narrative:
Method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions: no conclusion can be drawn. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Method - work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results - medical review - patient underwent icl implantation at age 46. The icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. Furthermore, the type of cataract noted was cortical in nature. A cortical cataract is caused by the aging process and not due to the implantation of the icl. The type of cataract that could be due to the icl is anterior subcapsular in nature. This condition is not caused by the device itself but by the natural aging process. Conclusions - based on the complaint history, work order search and medical review, a likely root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Manufacturer narrative:
(B)(4): cataract, induced; device remains implanted. Device evaluated by manufacturer? No : lens remains implanted. Evaluation codes: conclusions - (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4).